Event description:
A materials specialist reported that during surgery, a leak occurred in the air-fluid line when the intraocular pressure control was turned off. The procedure was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).